Event description:
Failure to alarm. On planned renewal of sacrum wound dressing it appeared that there was evidence of pooling under the dressing/drape. On removal of full dressing it became apparent that moderate pool of exudate in the base of sacral cavity indicating device/vacuum had not been functioning properly. Machine failed to alarm to indicate any problem.

Event description:
Failure to alarm. On planned renewal of sacrum wound dressing it appeared that there was evidence of pooling under the dressing/drape. On removal of full dressing it became apparent that moderate pool of exudate in the base of sacral cavity indicating device/vacuum had not been functioning properly. Machine failed to alarm to indicate any problem.